Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the distal portion was returned with severe explant damage and no insulation breach or conductor fracture in vivo were observed during analysis testing. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also, there was oversensing due to emi (electromagnetic interference)/noise, the pacing capture threshold in the rv (right ventricle) was elevated, and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing of noise on the right ventricular (rv) lead. Detections were programmed off and the rv lead was subsequently explanted and replaced. The physician noted during the procedure that there seemed to be a break internally on the rv lead. It was also reported that the first episode of oversensing occurred the previous year resulting in an aborted ventricular fibrillation (vf) therapy; however, it appeared to be electromagnetic interference. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.